Event description:
Apheresis: anticoagulant line appeared to prime but could not be detected on the optia machine. This occurred three consecutive times despite trade out of new lines. It occurred prior to interaction with the patient. All three set-ups were the same lot #.